Event description:
A customer reported a complaint of imprecise sequential readings on their precision xtra blood glucose meter. The customer obtained readings of "hi" (>27.8 mmol/l) and 4.6mmol/l within a ten min timeframe. When plotting each reading against the average on a parkes error grid, the results fall in the 'b' and 'c' zones. The difference in readings is considered clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
(B)(4). The customer's meter and test strips have been requested for investigation. A f/u report will be submitted if the products are rec'd.